Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 22-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 308 mcg/day) via an implanted pump. The patient¿s medical history included spasticity due to a car accident. The indication for pump use was post spinal cord injury and intractable spasticity. It was reported that the patient was sent to the physician for pump exchange and mentioned that the residuals had been high at refills. The pump was refilled twice per year. The patient was getting some therapy because she was not withdrawing, she just had some increase in spasms. The physician sent the patient for a dye study before replacing the pump. The dye study was done on (B)(6) 2020 and they could not aspirate the catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue. No actions/interventions were taken other than sending the patient back to the physician. The issue was not resolved, and it was indicated that the hcp had no further information to provide regarding the event. The physician was planning to replace the catheter when he replaced the pump. The surgery was not yet scheduled. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.